Event description:
It was reported that during the procedure to treat a heavily calcified lesion in the mildly tortuous proximal right coronary artery, a 2.25x23 xience v rx stent delivery system (sds) was advanced without force applied, but failed to cross the lesion due to patient anatomy. While withdrawing the sds without resistance, the stent dislodged from the balloon. An attempt was made to remove the stent using the sds by slightly inflating the balloon inside the stent then by dragging the slightly expanded stent out of the anatomy; while the stent was able to be dragged to the wrist area using the sds with no vessel damage incurred, it was unable to be removed from the anatomy and was intentionally deployed in the wrist area. Another 2.25x23 xience v rx was able to cross and treat the target lesion, successfully completing the procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.